Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure, the patient experienced headaches, dizziness and blurry vision. Clinical reason being patient unable to see up close as he expected after surgery. The iol was explanted and exchanged for an unknown atiol following the initial implant procedure. Additional information has been requested. There are two reports associated with this patient. This file is 1 of 2.

Manufacturer narrative:
The product was not returned for analysis. The root cause for the reported complaint could not be determined. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).